Event description:
Ivt specialist states that acct. Called with report that the tubing was "exploding". ER mgr states that they were doing a CT scan and the tubing "burst" when they were injecting contrast with a pressure injector. No pt injury was reported.